Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the display was dim and faded. This report is made based on the results of an investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: the display was dim and discolored. When replaced with a test screen, the display functioned normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.